Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("remnants and a left essure coil as incidental findings.") And embedded device ("the old essure coil was noted adherent to what appeared to be the round ligament as well as perhaps a piece of the left fallopian tube") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal hysterectomy, condom, premenstrual syndrome, dysmenorrhea, alcohol use, cholecystectomy, hypertension, irritable bowel syndrome, high cholesterol, penicillin allergy, pelvic pain female (m. Patient reports stabbing pain in lower left pelvic side that has occurred 3 times within the last month, last night was the worst. Also reports increased fatigue. Pelvic pain), parity 2 and gravida ii. The patient had a family history of diabetes (diabetes: paternal grand mother) and lung disease (lung disease: maternal grand mother). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1669 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). At an unknown time, she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (bilateral partial salpingectomy. Vaginal hysterectomy). At the time of the report, the outcome of device breakage was unknown. Essure was removed on (B)(6) 2019. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery? No. Additional call comment: patient wanting to visit in mirena. Please call. Action taken: consider getting mirena was going to get a vasectomy but has changed his mind made an appt the week of her period of placement on (B)(6) 2013, patient happy with plan. Diagnostic results (normal ranges are provided in parenthesis if available): [mammogram] on (B)(6) 2010: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device breakage (10012575). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added. Non drug treatment updated .event device breakage updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 898 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("remnants and a left essure coil as incidental findings.") And embedded device ("the old essure coil was noted adherent to what appeared to be the round ligament as well as perhaps a piece of the left fallopian tube") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal hysterectomy, condom, premenstrual syndrome, dysmenorrhea, alcohol use, cholecystectomy, hypertension, irritable bowel syndrome, high cholesterol, penicillin allergy, pelvic pain female (m. Patient reports stabbing pain in lower left pelvic side that has occurred 3 times within the last month, last night was the worst. Also reports increased fatigue. Pelvic pain), parity 2 and gravida ii. The patient had a family history of diabetes (diabetes: paternal grand mother) and lung disease (lung disease: maternal grand mother). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1669 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (bilateral partial salpingectomy. Vaginal hysterectomy.). At the time of the report, the outcome of device breakage was unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Additional call comment: patient wanting to visit in mirena. Please call action taken: consider getting mirena was going to get a vasectomy but has changed his mind made an appt the week of her period of placement (B)(6) 2013 , patient happy with plan. Diagnostic results (normal ranges are provided in parenthesis if available): [mammogram] on (B)(6) 2010: negative ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device breakage ((B)(4)). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 898 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 898 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.